Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the ultrasonic surgical instrument tissue pad peeled off during a therapeutic laparoscopic colectomy. The pad did not fall into the patient cavity. There were no reports of patient harm. The procedure was completed by switching to another same product.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h3, h6 the device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following mechanism led to the malfunction: the grasping section was closed without grasping anything while the output was activated (this includes after tissue resection), causing the tissue pad to intensively wear out. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information provided by the customer.